Event description:
It was reported that the lower liquid crystal display (lcd) on the external pulse generator had vertical lines on the "menu" display. Technical support (ts) had the clinician check to see if either atrial or ventricular outputs were set to zero and neither was. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event; lcd (liquid crystal display) is missing segments. Battery contacts are compressed. Side bail covers are broken. Ring cover is contaminated. Lead flex o-ring was broken during inspection. Encoder flex is out of specification.